Event description:
Device stopped working. Found to have a broken cable in the tip. The robotic instrument (vessel sealer) was opened at the beginning of the case at about 11:20am and used without incident until (about 1400) when it had an error that said (re-install instrument) and didn't go away. Upon inspection, a frayed cord was noted near the working tip of the instrument. The instrument was handed off the field and a new one was opened.